Event description:
It was reported that upon review of a remote transmission, intermittent undersensing of ventricular events were observed. The undersensing appeared to be caused by variability in r-waves. Programming changes were recommended and the physician elected not to make those changes. The patient was fine after the event.